Event description:
A malfunction occurred on the customer's pump with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the same malfunction code did not recur afterward. The customer was informed that they could continue using the pump and was advised to call back if any further issues arose.